Event description:
It was reported that the patient right ventricular (rv) lead exhibited diminished sensing, falling impedance, and no capture. A chest x-ray was done which showed the lead had not moved, but the physician was not comfortable with the stability of the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.